Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Adverse event regarding a surgery/urethroplasty to remove the part of the mesh that crossed the urethra and the urinary meatus in 2007 was submitted via medwatch 2210968-2019-89359.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and the mesh was implanted. Post-op, the patient experienced erosion of the mesh in the urethra during the year following the break. The patient was unable to have sexual relations for almost 2 years. In early 2007, the patient underwent a surgery/urethroplasty to remove the part of the mesh that crossed the urethra and the urinary meatus. However, later the patient experienced recurrence of incontinence, again problems with intercourse, discomfort, bleeding. Re-erosion of the strip occurred and still in the urethra in 2018, 13 years later. The urologist is waiting to see the evolution before operating. No further information is available.